Manufacturer narrative:
Other, other text: device evaluation: one smiths medical cadd-legacy plus pump was returned for analysis in used condition. Review of the event history log showed occurrences of errors 1820, 1861 and motor locked messages. During the investigation the pump displayed error code 1861 when the batteries were inserted. The investigation determined that an issue with the motor was a possible cause of the reported issue. The motor was replaced. Based on evidence and investigation, the complaint allegation was confirmed.

Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a smiths medical cadd legacy plus pump exhibited error 1861. No adverse effects were reported.